Event description:
The user facility reported the unit was leaking water. The facility reported an extensive leak causing a large puddle to form on the floor. One procedural delay, of five to seven minutes, was reported due to the secondary sterilizer requiring a longer running cycle. No injury to hospital staff or patients reported.

Manufacturer narrative:
A steris technician inspected the unit and found the leak to be coming from the safety release valve. The valves were replaced and the unit was started. The unit worked but failed to stop filling once the water reached the high water level mark on the glass gauge. The technician removed both water level probes for cleaning, re-installed, retested and the unit did not work. Next, the technician replaced the water level control board, restarted the unit, and the unit did not work. The technician again replaced the water level control board and probes. The unit was tested, found to be operational and returned to service.